Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 375cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via mammogram, with left breast implant rupture. In addition, the patient was also diagnosed with left breast capsular contracture (baker grade ii) and breast ptosis. As a result, the patient underwent breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture, capsular contracture, ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient was also diagnosed with unacceptable cosmetic appearance of bilateral breasts, bilateral breast capsules, right breast parenchyma, and bilateral grade 1 ptosis and bilateral bottoming out of breasts. On (B)(6) 2022, the patient also underwent bilateral capsulectomies and bilateral mastopexies. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Complications on the right breast will be reported under mrn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On april 28, 2022, the mentor failure analysis lab received the device for evaluation. On may 6, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 375cc breast implant was found to be ruptured and received in three parts. Additionally, an area of shell abrasion was observed on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.